Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter displayed the battery indicator symbol and was unable to obtain a reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2018 at an unspecified time. The patient manages her diabetes with oral medication including glyburide. She denied that she made any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that 2 days after the alleged product issue began she developed the symptom of ¿feeling chest pain¿. She stated that on (B)(6) 2018, 9:00pm she attended ER and was treated with IV insulin by a healthcare professional. No other device was used to obtain a blood glucose result. At the time of troubleshooting, the cca noted that it was not the first time the meter was being used and based on the information provided there had been no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.